Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation turned off one week prior to report when they were in the airport and now their arm pain is getting worse. The patient noted they had not charged their device since it was implanted in (B)(6) because they thought it was supposed to last a long time. At the time of the report the patient was unable to adjust stimulation and they had a communication problem. Since the implant the patient also noticed their device moves around a lot.